Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had a broken lid/cap. This occurred on 100 occasions. The following information was provided by the initial reporter: hemogard in coag tubes crumbles and parts of it cause probe stick so lab personnel have to open tubes before placing them in the analyzer.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had a broken lid/cap. This occurred on 100 occasions. The following information was provided by the initial reporter: hemogard in coag tubes crumbles and parts of it cause probe stick so lab personnel have to open tubes before placing them in the analyzer.